Event description:
During a coronary stent procedure, a 3.75x20mm balloon was used to dilate the obtuse marginal branch of the circumflex artery. Two dilations at 15 atmospheres were performed with the balloon to post dilate a xience stent. The balloon was removed while a second xience stent was deployed in the cirumflex artery. The 3.75x20mm balloon was reinserted to post dilate the second stent. The operator was unable to visualize the markers on the balloon so it was removed. It was discovered that the balloon was broken into two pieces at approx mid shaft. The entire system was then removed and it was determined that the other piece of the balloon was contained within the guide catheter. A new guide and balloon were used to successfully complete the procedure with no adverse outcomes. There were no signs of dissection, distal embolization or side branch compromise.